Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the guiding catheter was pushed over the 35" guide wire to reach the ostium of the right coronary artery (rca). The aorta was very tortuous. Suddenly, there was no resistance felt with the guiding catheter and it was noticed that the proximal part of the guiding catheter's shaft was easy to retract from the patient's body. The distal part of the shaft was hanging loose in the aorta. To catch the distal part of the a shaft of the guiding catheter, a pilot 50 guide wire and a 4.0 x 20 mm voyager balloon were used to go through the rest of the guiding catheter, but the balloon burst while inflating (unk at which pressure). The physician assumed that the balloon was damaged by the broken part of the shaft. The ruptured balloon was completely removed without problems from the patient's body and was discarded by the hospital. Another voyager balloon (3.0 x 20 mm) was selected; the balloon was inflated to retract the distal part of the shaft of the guiding catheter. No additional event or patient information is available.

Manufacturer narrative:
A second device, viking optima coronary guiding catheter is being reported under MFR number 2024168-2009-00376. Ruptures can be affected by numerous factors including, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Possibly, the balloon material was damaged (scratched) during interactions with the damaged gc or the patient anatomy, such that the balloon ruptured upon inflation. No definite root cause for the reported balloon rupture can be determined; however, there does not appear to be any indications of a product quality deficiency.